Event description:
The physician indicated to the clinical specialist that the patient needed surgery to revise the ipg pocket since the device was eroding through the tissues. According to the physician, the issue occurred due to the constant pressure being applied to the site of the ipg as a result of the patient's weight and use of a wheelchair. Issue of erosion has also previously occurred with non-axonics device.